Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin was spurting out of the insulin pump during manual prime. The customer's blood glucose was 7.0 mmol/l. Nothing further was reported.